Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Two batches of products 4081463 and 4052016.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum (intima ii) when in use, blood seeps from the isolation plug. The defective product cannot be returned. There is a photo. No claim is needed. A response letter to the complaint is needed. A letter acknowledging receipt of the complaint is needed. Two batches of products, a total of 3 units, batch number: 4081463, expiration date: 2027/4/28, batch number: 4052016, expiration date: 2027/4/4.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned (B)(4) photo, but did not return the defective sample. The photo shows a spot of bleeding at the end of the septum. 2. DHR/bhr review lot#4081463. 1-the products of this batch were assembled at intima ii auto line 2 in (B)(6)2024 and packaged at r240 package line and cfs package line in (B)(6) 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. DHR/bhr review lot#4052016. 1-the products of this batch were assembled at intima ii auto line 2 in(B)(6) 2024 and packaged at r240 package line in (B)(6) 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4. The plant has launched CAPA to investigate the leakage at the septum 5. As the plant received similar complaints from other hospitals about these two batches of products, 800mm simulated clinical leakage test was conducted on the retained samples of these two batches, and it was found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out. Conclusion(s): no abnormalities are found in the process of these two batches of products. The returned photo shows a spot of bleeding at the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.